Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer claims the device malfunctioned in an incident involving a patient death. A good faith effort to obtain additional details was made on (B)(6) 2019.

Event description:
A customer reported that no ECG rhythm was displayed after the first shock was delivered in a resuscitation event. A replacement device was used. The patient died; the customer reported that the device had no impact on patient outcome.